Manufacturer narrative:
As of the time of this report, the device has not been returned. An investigation will be conducted when the device is received and a follow-up medwatch will be submitted if additonal information is received.

Event description:
A report was received regarding an alleged issue encountered during use of the mps console. The report states that between delivery of cardioplegia doses, the mps console displayed error message " mo_minus12_volt_supply_fail" . The console was turned off and on and this resolved the issue. No further issues were encountered during the case. The console however displayed the same error message about an hour after teh case had been completed. There were no patient complications resulting from the alleged issue.